Manufacturer narrative:
A review of the manufacturing records for the device(s) was not possible since the device size(s) and lot number(s) were unavailable.

Event description:
An article published by the journal of cardiovascular surgery reviewed the outcome of endovascular aneurysm repair (evar) using gore excluder bifurcated endoprosthesis over a 10 year period. One hundred elective evar procedures were performed from (B)(6), 2006, to (B)(6) 2009. The date of implant is unknown. All cases had aneurysms with a mean diameters of 5.61cm. And ranged 4.2-7.3cm in diameter. Mean aortic neck length was 12.24mm, with a mean proximal aortic diameter of 24.39mm. The mean patient age was 74.1 years, with a range of 44-91 years of age, 91% were male. The article described an event where on an unknown date, the patient experienced renal dysfunction, caused by obstructions of accessory renal arteries, and renal infarctions. No new onset dialysis was reported for the patient during the follow-up period. The article defined post operative renal dysfunction as a >20 percent decrease in serum creatinine clearance compared to the baseline, the presence of new-onset dialysis; or both.